Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: loss of earnings and earning capacity, respiratory problems, anaphylactic reactions, mental and emotional distress, type-1 latex allergy, and medical costs.